Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the camera of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Model # not available on the date of filing. Other relevant device(s) are: psu kit, 9735346r, spectra rwk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the system was turned on and the camera started cycling and became disconnected. This issue has been reported multiple times and the computer, cables and software have been replaced/installed. No patient.

Manufacturer narrative:
The camera was returned for analysis and it powered up on the test bench with no issues. A check of the event log did not reveal any adverse events. However, the psu failed an accuracy test (aak) at .44 mm with a passing threshold of .35 mm. It was determined that there was a psu failure. Codes are applicable to the work order. Codes are applicable to the product analysis on the psu. If information is provided in the future, a supplemental report will be issued.